Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while preparing to cut off the bronchial tube during an endoscopic pulmonary lobectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and the reload did not fire. They replaced with another device to complete the case. There was no patient injury.